Manufacturer narrative:
A split sheath was returned for analysis. A string of ptfe tubing attached to one side of the split handle was observed. The sheath could not be dimensionally inspected due to the sheath being split. Review and confirmation of manufacturing records was performed. Sample units are destructively and visually tested for peel stranding during the manufacturing process. All records indicate the device met specification prior to leaving greatbatch medical. No corrective actions will be taken at this time. During the investigation for similar complaints, it was determined that a possible cause for detached strings could be due to fast split and peel speed. The split and peel speed cannot be controlled in the field so additional inspection controls were added to the manufacturing procedure to address the potential for detached strings such as destructive sample testing. Due to the low occurrence ((B)(4)) and the device meeting specification prior to leaving greatbatch, no further action will be taken at this time.

Event description:
When the physician split the sheath, a small thread-like string was left. The physician and tech wondered if the sheath split properly or if the thread might have come off or been left behind in another situation.